Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the batch and/or lot number that you provided, m90n8c, does not correlate to an ec60a device. Do you have the correct batch and/or lot number for the device? Can you clarify if the event changed the post-operative care of the patient? What was the quantity of additional tissue was excised?

Event description:
It was reported that during a lobectomy procedure, the stapler locked out on tissue. Could not open the device and had to use another stapler and cut it off of tissue. Operative care altered: had to cut out stapler with an additional stapler and more tissue was transected than necessary. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2016. Batch # m52p82. H2: additional information was requested and the following was obtained: the product code of the device was actually ec45a ¿ not ec60a as originally reported. The correct lot number is m90n8z the batch and/or lot number that you provided, m90n8c, does not correlate to an ec60a device. Do you have the correct batch and/or lot number for the device? M90n8z can you clarify if the event changed the post-operative care of the patient? Unknown what was the quantity of additional tissue was excised? Unknown the ec45a device was received for analysis with no visual non-conformances and with an ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. Further analysis showed that the knife was stuck with two drivers, not allowing that the knife to returned completely. In addition two ecr45g cartridges were received. The cartridge (b) was received fully fired, with the pan partially dislodged and two drivers missing. The cartridge (c) was received fully fired. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number.

Event description:
It was reported that during a lobectomy procedure, the stapler locked out on tissue. Could not open the device and had to use another stapler and cut it off of tissue. Operative care altered: had to cut out stapler with an additional stapler and more tissue was transected than necessary. Another like device was used to complete the procedure. There were no adverse consequences for the patient.